Manufacturer narrative:
Product complaint#: (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what does "needles have been popping off" mean, do you mean: the needle pulled off from the suture during the procedure? Correct. Needle came off suture during the anastomoses. Was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Good condition. What was used to complete the procedure? Another suture. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: a picture was received for evaluation. Upon visual inspection of the picture two straight packets of the product code (B)(4), lot # qebbll could be observed. No samples with needle pull off were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached, as on what caused that the needles have been popping off since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected, and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent an anastomosis procedure on (B)(6) 2020, and suture was used. During the procedure, the needle popped off the suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.